Event description:
Pt was placed out of bed to chair. Rn noted the tabs alarm did not beep to tell her it was set. Tried to troubleshoot alarm. Biomed determined the chair pad was faulty. Tab alarm tested with a new chair pad worked properly. Please note that we do not send products to the manufacturer, but you may arrange for pick-up by calling my number.